Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. Confirmatory pcr testing was performed, and the result was negative. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer received a positive result, took a 2nd test and it was negative, then took a pcr test and it was negative.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. Confirmatory pcr testing was performed, and the result was negative. There was no report of patient impact. Eua (B)(4) the following information was provided by the initial reporter: customer received a positive result, took a 2nd test and it was negative, then took a pcr test and it was negative.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received a positive result from their first¿ bd veritor at home covid-19 test (material # 256094), batch number 1326008, ¿then took the second test and that came out negative. Customer then took a pcr test and it came out negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.